Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the 2008t machine removed too much weight during the patient's hemodialysis (hd) treatment. Additional information regarding the treatment was obtained from a user facility registered nurse (rn). The patient's pre-treatment weight was 108.6 kg. The machine was programmed to remove 3.8l, and the machine indicated at post-treatment that this amount was removed. The patient completed treatment on the machine without experiencing a serious injury or requiring medical intervention. However the patient weighed 104 kg post-treatment indicating that 4.6l was removed, which is 0.8l more than programmed. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the 2008t machine removed too much weight during the patient's hemodialysis (hd) treatment. Additional information regarding the treatment was obtained from a user facility registered nurse (rn). The patient's pre-treatment weight was 108.6 kg. The machine was programmed to remove 3.8l, and the machine indicated at post-treatment that this amount was removed. The patient completed treatment on the machine without experiencing a serious injury or requiring medical intervention. However the patient weighed 104 kg post-treatment indicating that 4.6l was removed, which is 0.8l more than programmed. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
Correction: a2 (date of birth), d10 (concomitant product) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the 2008t machine removed too much weight during the patient's hemodialysis (hd) treatment. Additional information regarding the treatment was obtained from a user facility registered nurse (rn). The patient's pre-treatment weight was 108.6 kg. The machine was programmed to remove 3.8l, and the machine indicated at post-treatment that this amount was removed. The patient completed treatment on the machine without experiencing a serious injury or requiring medical intervention. However the patient weighed 104 kg post-treatment indicating that 4.6l was removed, which is 0.8l more than programmed. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.